Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown taperloc stem, unknown, unknown, unknown shell, unknown, unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06445, 0001825034-2018-06448, 0001825034-2018-06449. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was presented with redness and necrotic incision. There was an indurated area that was painful. The patient reported having constitutional symptoms, which was concerning for possible abscess. The patient underwent an irrigation and debridement one month post implantation due to non-healing surgical wound. Intraoperative cultures revealed (B)(6). No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.